Event description:
The patient had an implantable cardioverter defibrillator (ICD) implanted 8 years ago. The device was changed 3 years ago and at that time a new pace sense electrode was implanted. The patient apparently had never received any inappropriate shocks. The exact circumstances of why the new pace sense lead was inserted suggest that there was a lead dysfunction in this recalled electrode. The patient had recently undergone device interrogation and because of high impedance in the shocking component of the electrode...the superior vena cava (svc) coil was turned off and the patient was referred for further lead management. The patient has an ICD generator that is three years old, but the battery life has been depleted by this dysfunctional lead. The patient has a recalled fidelis electrode, which now has demonstrated high energy dysfunction as well as previously demonstrating, apparently, pace sense dysfunction requiring placement of a new right ventricular pace sense electrode.the patient was taken to the operating room where two right ventricle (rv) electrodes were removed with excimer laser and a new high energy dual coil defibrillator electrode was implanted. Because of the completion of the patient's ICD battery with now a reduced longevity the generator was replaced as well. The patient tolerated the procedure well. The exact date of the original implant is unknown, as it was not performed at this facility.what was the original intended procedure?implantable cardioverter defibrillator (ICD) generator changeicd lead extraction, laser, ICD lead insertion.